Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that prior to the ablation being performed, the patient underwent a salpingectomy. When the ablation portion of the procedure began, the "device would not open beyond the red zone." The device was removed from the patient cavity and then reseated. No resistance was felt at the fundus. The physician viewed the cavity via hysteroscope and noted "yellow tissue" at the fundus. It was noted that distention and visibility of the cavity were poor. "Patient was given some unknown medication." No device is returning.